Manufacturer narrative:
Failure observed during analysis. Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks.

Event description:
It was reported that the led green light was faulty.